Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported a pump alarm occurred on (B)(6) 2016 and was a single beep. The patient had been scheduled for a pump refill (B)(6) 2016 but it was cancelled because the physician office was closed. The patient was to follow up on 10/27/2016 but was stuck in traffic and did not make it to the appointment. The patient contacted the healthcare professional (B)(6) 2016 and spoke with the clinic (B)(6) 2016. The patient has an appointment scheduled for (B)(6) 2016. The patient had a ¿million surgeries¿; dates unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.